Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a button error alarm, buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.